Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was verified in the laboratory. With a new battery attached, the device's functionality was tested on the automated electrical test system. No anomalies were detected and the device met all specifications. The device was placed in a temperature cycle and a humidity chamber for one week. The device's power consumption was found to be normal. The original battery was returned to the vendor for further analysis. Analysis found an internal short within the battery.

Event description:
The device was explanted due to excessive battery depletion. The device was unable to communicate after loss of telemetry.